Event description:
It was reported on (B)(6) 2021 before use on patient that the suture was found mixed in the packaging. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: are there any pictures available? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported in 2210968-2021-12138, 2210968-2021-12142 and 2210968-2021-12141.